Event description:
A mother was admitted for induction of labor at 42 weeks gestation. On examination there were good fetal movements and induced labor progressed satisfactorily. The fetal heart rate tracing was reactive. The presumed fetal rate began to fall from 90 bpm to 60 bpm and then went up to 100-110 bpm range. A cesarean section was performed. A stillborn fetus.